Event description:
It was reported that a patient's right ventricular (rv) lead was oversensing noise. No symptoms reported. No intervention reported. The patient was stable throughout. Further information requested but not yet received.

Manufacturer narrative:
UDI, serial number, manufacturing/expiration date, and other device information are not available since sales representative only provided model number of the complaint lead.

Event description:
Additional information received that indicated the patient's right ventricular (rv) lead was successfully reprogrammed. The patient was asymptomatic and stable throughout procedure.